Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted january 16, 2004, presented with a battery status of middle of life 2 (mol 2) at 2.62 v. This implanatable transvenous defibrillation lead exhibited increased pacing threshold measurements at 3.0 v/1,oms. There is a concern that the batter has depleted earlier than expected.